Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal transection, the bearings of the manual stapler handle broke and device was unable to fire. The circular stapler cut just the half of the distal donut. A competitor stapler was used then a manual suture was performed to continue the case. The surgical time was extended 30 minutes or more due to the product problem.